Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was between 130-170 mg/dl. Customer's mother stated that the down arrow button was not working. Caller stated that there was no moisture exposure but the pump was dropped. Caller reported that the pump still worked until the down arrow button stopped working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No unresponsive down button was noted. All of the buttons functioned properly and no moisture damage or corrosion was noted to the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at a display window corner. An unlocked connector was noted during the visual inspection.